Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: no additional observations are performed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii treated through anti inflammatory and massage. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii treated through anti inflammatory and massage. Device has been explanted.